Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance related to the product. The product was replaced or reworked and approved for use. The DHR anomaly is not related to the alleged device complaint. Visual analysis of the lead noted cracked outer tubing and electrode separation at the channel 8 stimulation electrode. The lead was observed to have a severe kink with all wires broken within proximity of the anchor cam mark. The cam mark (compression mark) on the lead from the anchor, when aligned to the swiftlock placement, showed the fracture was at the distal end of the anchor. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01323. The pt received his scs system, including a percutaneous lead and anchor, on (B)(6) 2010. It was reported that the pt lost stimulation and reprogramming efforts were unsuccessful at resolving the issue. Diagnostic testing revealed high impedance measurements on all lead contacts. An x-ray showed no anomalies. The pt reported he had not experienced any falls. It was reported that the lead exhibited high impedance readings intraoperative; therefore, the physician decided to explant and replace the lead and anchor on (B)(6) 2011. Consequently, stimulation was regained, and no further pt issues were reported.